Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 20 x 2.50 promus premier select drug-eluting stent was having difficulty in advancing in the 6f guide catheter and got damaged. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 20 x 2.50 promus premier select drug-eluting stent was having difficulty in advancing in the guide catheter and got damaged. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: promus select ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was soaked overnight in a 37 degree water bath following which a test 0.014" guidewire was loaded through the device without issue. No other issues were identified during analysis.